Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecological. According to the rptr: the solicitor of end customer requires financial compensation for his client, because after implantation of ivs tunneller (reason: urinary incontinence) the client has serious gynecological complications and she underwent several operations.